Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, brown particles, creases fold and weight to the spec. A visual and microscopic analysis was performed which identified opening crease sharp on anterior, non-penetrating nicks and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening.

Event description:
Physician reports right side rupture. Additionally, the event of capsular contracture, baker grade iii was reported. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for removal: rupture, capsular contracture, baker grade unknown.

Event description:
Additional event of capsular contracture, baker grade iii.